Manufacturer narrative:
The guide catheter used in the procedure was returned for analysis. There was no damage evident on the guide catheter. The dislodged stent was stuck in the distal end of the guide catheter. The stent was pushed out of the guide catheter using a mandrel. The stent was severely stretched and deformed. A section of the stent appeared to have been expanded by a balloon. The delivery catheter was not returned for analysis. The returned images capture the guide catheter following the removal of it from the patient. The dislodged stent can be seen in the tip of the guide catheter. No images of the procedure were returned. (B)(4).

Event description:
A resolute onyx drug-eluting stent was being used to treat a lesion in the lad. The lesion was 80% stenosed with moderate tortuosity and moderate calcification. The device was removed packaging and inspected prior to use with no issues noted. Negative prep was not performed. The lesion was predilated. It is reported that the stent dislodged during delivery to the lesion. The dislodgement was noticed under fluoroscopy after insertion into target artery. The stent got caught on the balloon (which was slightly inflated) and hung onto the guidewire. The stent was removed within the guide catheter without issue. Excessive was not used and no resistance was encountered. Device did not pass through a previously-deployed stent. There was no patient injury reported. Please note that this device (resolute onyx) is not marketed in the united states; however it is similar to the united states marketed device (resolute integrity). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.